Manufacturer narrative:
Approximately 19.5 inches of the external portion/distal end of the driveline was returned. Examination of the previous repair revealed the reported damage to the distal end of the gray tubing and black shrink wrap. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The gray tubing and black shrink wrap of the previous distal-end repair kit was removed, and visual inspection of the driveline revealed the reported brown "crumbly" substance. The remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump remains in use supporting the patient with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch MFR report # 2916596-2016-00080 for the report of the previous driveline repair. (B)(4). Approximate age of device ¿ 2 years, 4 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with damage to the previously replaced portion of the driveline, and that there was a "black sludge" near the area of compromise. The patient and vad coordinator denied any audible or visual alarms. The patient¿s system controller log files were reviewed by the manufacturer¿s technical services, and no abnormal event were observed. X-ray analysis revealed an area of compromise on the driveline at the area of the previous repair. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. During the repair a brown, hard, "crumbly" substance was found under the driveline¿s outer cover, and on above the bionate insulation. Post-replacement all tests passed. No additional information was provided.